Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow-up. High out of range hv lead impedance and increased capture threshold were noted. The pace/sense portion of the lead was capped and replaced. No externalization was observed under fluoroscopy. The patient was stable post-procedure and will be followed normally.